Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issues was a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a poor image. Inspection and testing of the returned device found noise in the image that caused the subject to not be recognized. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found noise in the image, the curved rubber was scratched, the curved rubber adhesive was missing, the operating part angle fixing part was loose, the video connector had scratches, the operation part had scratches, the grip had scratches, the right/left lever had scratches, the up/down plate had scratches, the right/left plate had scratches, the nigiri cover had scratches, the light guide connector had scratches, the light guide cover glass had scratches, and the video connector had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.